Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:01:20. During night drain cycle four, the patient's ultrafiltration reading was 2446ml, indicating the home patient drained 2446ml more than their maximum programmed fill volume of 2400ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advanced to next fill when a slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.